Manufacturer narrative:
D9: date device returned to manufacturer added. H6. Health effect - clinical code added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a forty-seven-year-old male patient with cardiogenic shock undergoing high-risk coronary intervention was supported with an impella cp device placed through the femoral artery. During the hospital course, the patient developed hematuria after foley catheter insertion. A pump stop alarm occurred, and per the instructions for use, the device was successfully restarted at a lower performance level with support restored. Laboratory evaluation for suspected hemolysis was initiated and results were pending at the time of reporting. Based on the clinical context and the pump stop event, the care team elected to remove the impella cp. The patient survived the event.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. Temporary pump stop: the cause of the temporary pump stop was most likely due to biomaterial observed on return product, but however the cause is unknown since data logs were not returned. Hematuria: the cause of the injury was not determined due to insufficient clinical details.